Event description:
This is the third of three reports for the same pt. It was reported that a revision surgery was performed approx one month post op to remove two set screws that had backed out, two loose screws and a loose rod.